Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. (B)(4). The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Intestinal perforation is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that the intestinal tube got fused to the small intestine. Patient experienced abdominal pain. In (B)(6) 2020, the patient had an emergency removal of the intestinal tube.